Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. The customer replaced the supplies to address the issue and insulin delivery was resumed. Customer's blood glucose level was approximately 300 mg/dl.